Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at work when they lost of consciousness. An ambulance was called and when the paramedics arrived, the cgm was reading 7.0 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient was given ¿glucose injections¿ and was brought to the hospital. At the hospital the patient received an intravenous treatment with glucose and was discharged later that evening when he felt better. Data was evaluated and the allegation d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.